Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during the procedure, it was noted that the balloon burst. The procedure was completed with a different device. There were no patient complications reported as a result of the event.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). Investigation results: a visual examination of the complaint device revealed that the balloon was not burst. The rx tunnel was detached from the catheter and noticed to be kinked. It was also noted that the body of the catheter was kinked in a different section. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge but none of them showed abnormalities. A functional evaluation was also performed and the balloon was inflated up to its recommended inflation volumes and no issues were noted; there were no leaks, holes, pin holes noted and the balloon was able to hold the pressure. The outer diameter of the catheter was measured/analyzed and confirmed it is within specifications. The damages found on the device indicates that it was highly manipulated and that the customer applied an excessive force to remove the device from the scope. This failure is likely due to factors or conditions related to procedure during the use of the device, such as the patient anatomy, position of the scope elevator, and/or the manner as the device was handled and manipulated, that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a DHR history review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as no event date was reported. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during the procedure, it was noted that the balloon burst. The procedure was completed with a different device. There were no patient complications reported as a result of the event.